Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose was approximately 130 mg/dl. The customer continued using the pump for insulin therapy.